Event description:
My eye care professional recommended the use of ciba vision clear care for disinfection of a soft contact lens. Soaked the contact lens in the solution overnite in the container provided with clear care. Replaced the solution and soaked the contact again for over twelve hours. Removed contact from solution, placed a few drops of my normal eye solution (biotrue) on the contact, and placed in my eye. Upon placement of the contact lens, burning lens and rinsed eye for several minutes. Eye was completely red and still burning. Burning sensation resided after a few minutes, redness lingered for approx three hours. Rinsed the contact with copius amounts of water and placed in my normal solution for two hours. After that, placed contact in my eye and appeared to be fine. The instructions on the bottle clearly state "do not remove lenses from case until at least 6 hours later. The solution needs time to neutralize". Obviously, this is not the case and I am fortunate that no long term damage appears to have occurred with respect to my eye. Clearly there is a problem with their labeling for this product if I left in the solution for over twice the stated time and this was the result.